Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. On (B)(6)2017, an fse conducted on-site follow-up with the customer. The fse replaced the touch panel which returned the instrument to normal operation. The most probable cause of the reported event was due to a defective touch panel. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that half the computer screen is blank. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.